Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system had stored atrial tachy response (atr) episodes due to oversensing of the ventricular signal by the right atrial (ra) lead. Technical services (ts) provided suggested programming changes. The ra lead was not manufactured by boston scientific. No adverse patient effects were reported. Currently, this ICD system remains in service.